Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The customer reported that on an unspecified date, a swivel adapter broke off inside the a2002 mayfield 2000 radiolucent skull clamp. No patient contact, injury, or surgery delay was reported. Additional information has been requested.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. With respect to the complaint, the short swivel adaptor knob threads were broken off in the a2002 clamp base. An investigation of the device manufacturing records was conducted by the manufacturer. The device was manufactured 2005; it exceeds its expected life of 7 years. The failure mode was confirmed. A definite root cause cannot be reliably determined.